Manufacturer narrative:
H10 h3,h6: one 72201491 curved ultra fast-fix assembly device used in treatment, was returned for evaluation. The information provided states: ¿during a meniscus repair surgery, the t1 and t2 implants of the "ultra fast-fix" were deployed at the same time¿. Visual assessment showed delivery needle was bent. One t and cut suture were returned. The IFU (10600327) states device, ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that, during a meniscus repair surgery, the t1 and t2 implants of the "ultra fast-fix" were deployed at the same time. The procedure was completed with a backup device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.